Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported by customer that they were hospitalized for high blood glucose. Blood glucose reading was 22 mg/dl in hospital. Customer was experiencing high blood glucose symptoms like vomiting and dizziness. Customer hospitalized on (B)(6) 2021 and discharged on (B)(6) 2021. Customer reported that their infusion set had a bent cannula and did not penetrated the skin. Troubleshooting for the customer's high blood glucose was declined. It was unknown whether the customer was using automode. The insulin pump will not be returned for analysis.